Event description:
It was reported that atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2011. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.